Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Analysis of log file #1 observed pump stops on (B)(6), (B)(6)2019 and which were all due to the driveline being disconnected. A pump stop was also observed on (B)(6) 2019 and was due to the patient allowing the external 14 volt batteries and the external backup battery to drain. A low flow was associated with the pump stop on (B)(6) 2019. The loss of power on (B)(6) 2019 also caused the controller clock to reset and therefore the length of time the pump was off could not be determined. Noted at times the patient was sleeping while on battery power. The pump stop on (B)(6) 2019 occurred at 2:36 which was noted as when the patient was likely sleeping. Event history also captured an odd string of power cable disconnects while on battery power. Analysis of log file #2 observed the programming of the controller on (B)(6) 2019 at 14:52. This file also showed that the patient was again sleeping on battery power. The pump stop on (B)(6) 2019 was due to the driveline being disconnected. It appeared that the patient was interchanging controller's from which the 2 log files came from. The patient was again placed on this controller on (B)(6) 2019. On (B)(6) 2019 additional information received: it was reported that the patient frequently changes controller for inappropriate alarms. Most recently the patient was hospitalized for volume overload and controller was changed out on(B)(6) 2019. Analysis of alarms that occurred prior to and after the patient changed the controller was requested. Log file analysis observed no alarms immediately prior to the driveline disconnect on (B)(6) 2019 at 13:13. The alarm that was prior occurred at 10:58 and were power cable disconnects caused by the patient switching to a new set of batteries. It was noted by technical services that neither of these events required a driveline disconnect / controller swap. On (B)(6) 2019 additional information received: it was reported by vad coordinator, that the patient was inpatient and was getting intravenous (IV) diuretics. It was noted that the patient seemed asymptomatic. No additional information was provided.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: analysis of the log files confirmed pump stops due to driveline disconnect events; however, these appeared to be associated with controller exchanges. No pump-related issues were observed in the submitted log files. The reported event of the patient performing system controller exchanges in response to alarms that do not require a controller exchange was confirmed via the submitted log file. The submitted log file contained approximately 35 days of data (B)(6) 2019-(B)(6) 2019 per the timestamp). The log file captured a controller exchange on (B)(6) 2019 following a pump stop due to a full depletion of the 14v batteries and the system controller backup battery; the exact time that the controller exchange occurred cannot be determined to due to the system controller clock being reset after the full battery depletion. The full battery depletion resulted in a pump stop. A second controller exchange was captured on (B)(6) 2019at approximately 21:00; this controller exchange was preceded by a no external power alarm caused by the patient disconnecting both system controller power cables. A final controller exchange was captured on (B)(6) 2019 at approximately 10:01 following an atypical power cable disconnect alarm while connected to batteries. The driveline was not reconnected to the controller in the log file. No other notable events were captured in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Additional log files were submitted from the patient¿s backup system controller. The first log file contained approximately 22 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file captured a controller exchange on (B)(6) 2019at approximately 20:44; this event was preceded by a routine low voltage advisory alarm due to normal battery depletion below the threshold voltage and a power cable disconnect alarm due to the white power cable being disconnected approximately 36 seconds prior. A second controller exchange was captured on (B)(6) 2019 at approximately 21:47; this controller exchange was preceded by a power cable disconnect alarm associated with the white power cable being disconnected approximately 24 seconds prior. A third controller exchange was captured on (B)(6) 2019 at approximately 13:13; the log file did not capture any alarms immediately preceding this controller exchange. The most recent event captured in the log file prior to the controller exchange was a routine power cable disconnect that occurred over 2 hours before the exchange occurred. The log file did not capture any alarms that would require a controller exchange. The pump maintained a speed above the low speed limit while the driveline was connected. The log file submitted from the patient's primary controller confirmed that the patient connected to the primary controller after both times the backup controller was exchanged on (B)(6) 2019. The log file from the primary controller ended on (B)(6) 2019, therefore it cannot be determined if the patient connected to the primary controller following the controller exchange on (B)(6) 2019; however, based on the previous events captured in the log files it is likely that the patient switched to the primary controller during this time span. The log files indicate that the patient frequently switches between the primary and backup system controller. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU, as well as the hmii lvas patient handbook, states that the pump will stop if the driveline is disconnected from the system controller. The heartmate ii lvas instructions for use (IFU) and patient handbook instruct the patient not to attempt to change the system controller without having a trained caregiver at their side, if possible. The IFU and patient handbook instruct the patient to follow all alarm instructions, including calling the hospital if instructed. The IFU and patient handbook explain all alarms and the actions to take to resolve the alarms. Per the IFU and patient handbook, the alarms captured in the log file do not require the system controller to be exchanged. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.